Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device channel as well as coming out of the distal end of the device, attributed to insufficient cleaning of the unit. The customer's originally reported issue of moisture in the system was confirmed. The following additional findings were also noted: body control unit cover had a crack, due to a cut on the bending section cover water tightness was lost, due to damage on the charge-coupled device unit the image had shadows, light guide lens had discoloration, connecting tube had buckling, and due to wear of angle wire the bending angle in the down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that moisture was discovered in their evis exera iii gastrointestinal videoscope system during reprocessing. Upon inspection and testing of the returned unit, foreign material was found to be exiting from the device channel and from the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual details verbiage associated with the detection and prevention of the presence of foreign material during reprocessing. It is possible that the foreign material may not have been removed due to imperfection of proper reprocessing. Olympus will continue to monitor field performance for this device.